Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the rubber stopper of the bd¿ luer-lok syringe 60 ml was either deformed or off, creating leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Results - bd received samples. The samples were visually inspected. The samples with rolled stoppers were confirmed. The samples that had syringes separated from the syringe assembly are unverifiable complaints. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. One half of the complaint is confirmed while the other is not. Rolled stopper ¿ rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can pinch the stopper between the plunger rod and barrel wall during the assembly process causing the deformation seen. Cameras were implemented to detect rolled stoppers during the manufacturing process on this manufacturing line in july 2016. Syringes determined to be defective are automatically rejected by the machinery. The camera is challenged every shift to ensure it is functioning. Stopper separation: the most probable way for the stopper to be removed from the plunger rod and found outside of the barrel is if the plunger rod was fully removed from the barrel. In the customer assembly/packaging process, the plunger rod is extended to the 60 ml marking which may have contributed to the removal of the plunger rod. Without further insight into the customer process, it cannot be determined if the defect was caused by the bd manufacturing process.